Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported the insulin pump had a display anomaly and a bolus wasn't administered. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump was programmed with correct time and date and monitored for 2 days. Several boluses were programmed and delivered during this period; all of the bolus that was programmed properly recorded at the bolus and daily totals history screens. No bolus history anomaly. No display anomaly noted. The insulin pump was minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.